Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the customer did not receive an alert for their low blood glucose. It was also found the insulin pump was scrolling without input and the customer could not rewind the insulin pump. The customer's blood glucose was 299 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated, the insulin pump fell and got caught in the tubing the night before. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.